Event description:
It was reported that the ilet charging pad intermittently failed to charge due to a loose cable connection, and a replacement charger was arranged. Symptoms included no clinical effects. Outcomes included no interruption to diabetes therapy because the user had backup therapy available and no alarms occurred. Investigation included customercommunication and logistical replacement of the charging accessory. Investigation of this case revealed a probable charger accessory connection issue consistent with a loose or worn cable resulting in unreliable power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was mechanical wear or connection instability of the external charging accessory.

Manufacturer narrative:
Initial.